Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, there may have been an obstruction between the transmitter and the pump at the time of the reported event, however this could not be confirmed. Reportedly the pump and transmitter regained connection. No additional patient or event information was provided.